Manufacturer narrative:
Date sent: 5/20/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the first probe wouldn't return any samples. A second probe was tried and the case was able to be continued. The case was completed with no patient consequence.